Manufacturer narrative:
The lmpella cp was not returned for evaluation, as it is the facility's policy not return devices. The automatic impella console logs were returned for analysis. The analysis revealed that the case proceeded for 62.5 hours, and that there were no notable alarms relevant to the reported bleeding. A review of the device history record was performed and revealed that there were no issues reported for any other device with this lot number. Without an evaluation of the device used in this case, the root cause of the bleeding was unable to be determined. It is most likely that the bending of the patient at the groin during transfer to the ICU caused the bleeding to start, although this was unable to be definitively determined. In addition, the large patient size may have also played a role in the cause for the patient bleeding. The impella cp instructions for use advises the user of the following: ** when securing the repositioning sheath, vascular closure may be difficult in obese patients with extensive adipose tissue. Internal reference: spr 17-0024. Not returned per hospital policy.

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) morbidly obese female patient with triple vessel disease was treated in the facility's cath lab. During patient treatment an impella cp was placed in the patient. Following placement the impella insertion site exhibited bleeding. Pressure was held at the groin's bleeding site. A femstop was applied to the site to maintain control and the patient did receive 2 units of replacement blood products. The physician reported that it is believed that the bleeding occurred as a result of rolling the patient during transfer to the ICU causing the groin to get bent. The patient was reported to have been successfully supported for approximately 62 hours and was in stable condition following the removal of the impella cp.